Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Some dry bloody deposits on the products were visible. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of over/under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the shuntassistant 2.0 is operating within the accepted tolerance in the horizontal position. The progav 2.0 is operating not within the specified tolerances in the vertical position. An accelerated outflow was detected. Adjustment test: the progav 2.0 was tested and is not adjustable throughout the normal range. Braking/klick force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection : after dismantling of the valves, some deposits were found in both valves. Results: it should be noted that the product was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items is not significant due to the affect dry deposits of liquor and blood can have on product performance. In spite of this, we have investigated the valve to the best of our abilities. Based on our investigation results, we can detect accelerated outflow and non-adjustability on the progav 2.0 valve at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (part #fx642t) was implanted during a procedure performed on an unknown date. According to the complainant, the valve was explanted during a revision procedure performed on (B)(6) 2021. No device malfunction was reported. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.